Event description:
The user facility reported that a fiber leak began during the 20th use of a dialyzer. The unit was changed out to another dialyzer without any pt complications. The pt's blood was not returned, which resulted in a loss of approx 150cc. On folow-up communication, the chief technician reported that during 1999 the treatment centers experienced 5 similar occurrences of dialyzer fiber leaks during use. Most fiber leaks occurred after 20 or more uses. The user ficility reported that a second lot of dialyzers (990329) was in inventory. However, it is not certain which lot was used during each event. Additional event and specific info was not available.